Event description:
(B)(4).

Manufacturer narrative:
Eval summary: three used sample were returned for eval. Functional testing was performed per iso 594-2. Of the 3 sample, one failed luer lock engagement testing. The investigation concluded that the inability to get a secure fit between the catheter hub and the luer connector of the external device was due to oversize molded luer ear dimensions. This molding issue was found to be limited to one cavity of a multi-cavity mold tool. Corrective actions have since been implemented which have mitigated the issue.